Manufacturer narrative:
The investigation of automated impella controller (aic) - cabling issue has been completed. Upon reviewing the data log it showed that on the complaint date, during support, the console log recorded ¿ac power disconnected ¿ alarm. Most likely, at this point, while unplugging ac power from the wall, the wire could have pulled out of the plug. Device analysis: this console was tested after arriving, the damaged ac power cable and missing plug were confirmed. The root cause of the wires being pulled out of the ac plug was most likely due to a defective cable.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that following support, the nurse unplugged the automated impella controller (aic) from the wall by pulling on the cable. The wires subsequently pulled out of the plug. There was no patient involvement.